Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) detected intermittant out of range (high) pacing impedance measurements on this defibrillation lead. It was also reported that this device exhibts some undersensing. New information received indicates that the rate/sense portion of the defibrillation lead was capped and replaced.